Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06188. It was reported the patient experienced cardiopulmonary arrest during his permanent implant procedure. The patient was revived and his heart rate was normalized. The scs system was then implanted, and the procedure was completed. The patient was admitted to the hospital and kept overnight for observation. An sjm representative met with the patient for postoperative programming; effective stimulation was reportedly achieved and the patient is doing well post-op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.